Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The review of the inspection records, traceability and supplier investigation did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Attempts have been made to get more information. Device not returned to manufacturer.

Event description:
Mobi-c p&f us : damaged packaging. When the doctor opened the item, its packaging was not correctly sealed. Therefore, the doctor did not use it due to it being unsterile and used another one. No picture available from reporter.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The review of complaint data, traceability, device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Additional information were requested as to know who opened the package, was the package not sealed or just partially to clarify when the implant fell on the floor ? After several attempts this request received no response. Probable root cause of this issue would be related to a probable user error: packaging was opened with too strength and product fell on the floor. However as no more details were provided, we can not confirm this root cause. But the investigation found no evidence to indicate a device issue.